Manufacturer narrative:
It was reported that the central nurse's station (cns) application froze during use. The cns gave an error message of "hard drive corrupt". The error message indicated that the device had a degraded hard drive. Nihon kohden sent the customer a replacement hard drive to resolve the issue. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) application froze during use. The cns gave an error message of "hard drive corrupt". No consequence or impact to the patients were reported.

Event description:
It was reported that the central nurse's station (cns) application froze during use. The cns gave an error message of "hard drive corrupt". No consequence or impact to the patients were reported.

Manufacturer narrative:
Details of complaint: the customer reported the application on the central nurse's station (cns) froze while in patient use. The cns gave a "hard drive corrupt" error message. They rebooted the system; however, it would not boot up past the cns loading page. No patient harm was reported. Service requested / performed: troubleshooting: the customer was advised to replace the hdd. A blank hard drive was shipped to the customer. Investigation summary: the overall risk of this event is determined to be high. There was not enough information provided by the customer to determine the root cause of the event. The issue was reported beyond the expected service life and product discontinuance. The unit has no trend of issues with freezing. As this issue has an overall risk score of high, a CAPA is required per corrective action and preventive action process, sop07-003. However, the customer was not able to provide the information required for an investigation. A CAPA will not be initiated. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. D10. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H10 additional manufacturer narrative.